Manufacturer narrative:
According to x-rays images that were supplied by a physician, the femoral nail was broken at the central of the nail. As we received only partial information from a third party, a letter was sent to the involved medical center on june 26, 2017 in order to receive all data related to the procedure, patient and the implant. At this stage we did not receive additional information.

Event description:
According to x-rays images that were supplied by a third party (a physician from USA), a piccolo composite femoral nail was broken at the center of the nail. The nail was removed and replaced by a metal pf nail. Carbofix orthopedics did not receive any details regarding the involved product (e.g., catalog number and lot number) or the patient.